Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "active fixation mechanism complicates coronary sinus lead extraction and limits subsequent reimplantation targets." J. Intervent. Card. Electrophysiol. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead. The lead was extracted due to the patient having an infection. The lead was successfully reimplanted in another branch of the heart. No patient complications have been reported as a result of this event.